Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the he did not know what led to the knot/pain/ soreness and mild shocking. It was noted that the patient moved his bowels and little fecal material in the body, there was no pain. However, the stimulator had not improved his incontinence problem.

Manufacturer narrative:
Supplemental submitted to add (B)(4).

Event description:
Additional information received from the consumer reported that there was pain in their buttock like they were sitting on a tennis ball. They went to the health care professional (hcp) and they wanted to have a cat scan and MRI. She had this feeling in the buttocks since (B)(6) 2015. The patient turned the amplitude down to 0.0 volts and this got rid of the pain. It was also reported that the patient was feeling an electronic pulse at the tip of his penis. It was not painful but sometimes it was felt on the testicles too for about a week. This occurred in (B)(6) 2015. The bowel incontinence had not been controlled at all since the implant. It worked okay during the trial but they had not seen any improvement since the implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0whpp, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported having knot/pain/soreness in his right buttocks. It was more prevalent when the patient sat but he also felt it when he laid on both his left and right side. The patient turned stimulation down to 0v on (B)(6) 2015 and did not notice an improvement. The patient also turned stimulation off. It was noted that there was a mild shocking sensation in the testicle and right buttock. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.